Manufacturer narrative:
It was noted that the device is not available for evaluation because it was destroyed upon removal. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a poly swap of old pca cup. Patient was experiencing pain, liner was revised. Not a stryker head or stem, both stayed in.